Event description:
It was reported that the manufacturer representative's programming system was not functioning properly. The representative had just recently received a new programming wand, however, the reporter indicated that the wand battery was depleting very quickly and she was having to replace the 9v battery often. The programming system was returned to manufacturer for analysis. Analysis of the programming wand revealed no anomalies and performed according to specifications. During analysis of the handheld, it was identified that the sync (serial data cable) connector on the handheld was damaged. As a result of the damage, the loose sync cable created a condition that elevated the wand current to 336ma (placed wand in transmit state) thus causing the wand battery to rapidly deplete. Based on the damaged connector, it is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the printed circuit board (pcb) and attached cable receptacle.